Event description:
It was reported that spark came off from fiber port. The customer was using a broken fiber. The procedure was completed with the same device. There was no patient complication.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) met all material, assembly and performance specifications. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that spark came off from fiber port. The customer was using a broken fiber. The procedure was completed with the same device. There was no patient complication.